Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt feels the simulation does not help his pain and it makes his pain worse. The pt would like to have the system explanted. Surgical intervention may be taken at a later date to address the issue.